Manufacturer narrative:
Additional information received on 07 november 2016 and includes: cup, liner and head were not medacta products. Batch review performed on 21 november 2016. Lot 082698: (B)(4) items manufactured and released on 11 november 2008. Expiration date: 2013-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 24 nov 2016 the medical affairs director made the following analysis: cementless tha in an elderly male patient revised at 7.5 years. Osteolytic lesions are visible in different areas around the stem, possibly generated by adverse reaction to wear debris. The cup and liner are not manufactured by medacta. The stem looked well fixed with a light radiolucent line in gruen zone 1, very common in this kind of stems after several years and normally clinically silent. No reason to suspect that the cause for revision was a faulty femoral stem. Device not available.

Event description:
The patient came in for a check-up. The surgeon noticed osteolysis around the stem. The surgeon revised the stem. The surgery was completed successfully. X-rays are available. Explants are not available.